Event description:
It was reported the pt's device was removed due for unk reasons. It was stated there was a "failure in the motor cortex stimulator" that resulted in "stroke-like symptoms" and the pt was reportedly "medically compromised by the stimulator." No further details were provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available. Reference MFR. Report #3007566237201008870 on related pump device complaint.

Manufacturer narrative:
(B)(4).